Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that a patient death occurred. The initial target lesion was 90% stenosed and was located in the left anterior descending (lad) artery. The lesion was treated with the oad followed by balloon angioplasty and stent placement. When a second lesion in the right coronary artery was wired, the patient became bradycardic and began to destabilize. A temporary pacemaker was utilized and resuscitation efforts were implemented. It was noted that multiple thrombi had formed and the lad shut down. Despite prolonged resuscitation attempts, the patient expired.